Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that since implant, on program a, patient noticed that when she moved a certain way, stimulation seemed to stop or just shut off. Patient stated that if she moved around the stimulation would come back. Patient stated that she had 3 programs, but could not make adjustments to range. Pss reviewed that programming may be incomplete wand redirected to hcp to check when programming will be done. Patient stated that her ins was placed on shoulder blade and therefore could not extend their arm. Patient reported "the placement does not seem very good and I can't sit back or sleep". Patient has a follow-up appointment on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that certain positions seemed to make the stimulation feel that it disconnected or was interrupted fora period of time only under program a. The issue was resolved at a follow-up appointment with a manufacturing representative who explained that positional changes can cause this occurrence. No further complications were reported/anticipated.